Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. During the report, the patient stated that he was hospitalized due to hyperglycemia. At the time, his dexcom cgm displayed a low reading, despite the patient not experiencing any symptoms typically associated with hypoglycemia. To verify, the patient used a blood glucose meter, which showed a reading of 500 mg/dl. This discrepancy indicated that the dexcom was providing a false low reading, which ultimately led to the hospitalization. No additional details were documented, and multiple follow-up attempts to contact the reporter were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.